Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A , 6.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. During initial inflation, the balloon was inflated up to 10 atmospheres; however, when pressure was tried to apply up to 12 atmospheres, the pressure did not increase and the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was good.